Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous segment of the mid rca. During stent placement in the mid-rca, resistance was felt. And it was noted that the stent had been shifted distally. When attempting to reposition and further advancement, it seemed that the stent pulled even more. Upon angiographic inspection, it was noticed that the stent was no longer aligned with the marker bands on the catheter, and that the stent was distal to where the balloon catheter sat. To prevent embolization, the stent was partially expanded at its current position. Then non-compliant balloons were used to fully dilate and adapt the stent. A second stent was placed distally to complete the treatment of the lesion.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous segment of the mid rca. During stent placement in the mid-rca, resistance was felt. And it was noted that the stent had been shifted distally. When attempting to reposition and further advancement, it seemed that the stent pulled even more. Upon angiographic inspection, it was noticed that the stent was no longer aligned with the marker bands on the catheter, and that the stent was distal to where the balloon catheter sat. To prevent embolization, the stent was partially expanded at its current position. Then non-compliant balloons were used to fully dilate and adapt the stent. A second stent was placed distally to complete the treatment of the lesion.